Event description:
It was reported that a large volume intermate leaked from an unknown location. Fluid was noted in the overpouch. This occurred after filling with 90 mg pamidronate in 250 ml nacl. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was returned to baxter and is currently in the process of being evaluated. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.